Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a no delivery when she was trying to bolus at lunch. Customer's blood glucose was 216 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and the insulin did not exit. Customer reported that the insulin did not exit with the plunger push and there is greater than normal resistance with the plunger push. Customer was advised to change the set and reservoir. Customer is blind and stated that there was no one to assist her in changing the fill cannula back to 0.00. Customer was advised to revert to a back-up plan.